Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon was using a multifire scorpion needle to pass suture through the patient's cuff. After the 3rd pass, the tip of the multifire scorpion needle broke off at the area of the notch of the needle. The tip was unable to be retrieved. A second multifire scorpion needle (lot: 10156065) was opened and used and after the 2nd pass, the tip of this needle broke off as well. This needle tip was also unable to be retrieved. Both needle tips were visible on an image taken by a fluoro. Follow up information: the surgeon will follow his patient to see if there are any issues due to the needle tips staying in the shoulder. The needle was being used with an ar-13999mf hand instrument. The needle did not hit any bone or device when breaking off in the shoulder. To sales reps knowledge the scrub tech fired each needle once before handing the scorpion to the surgeon. Before each breakage the jaws were definitely securely clamped on the rotator cuff before firing the scorpion and the breakages occurring.